Event description:
Medtronic received info that this bioprosthetic valve was abandoned after transesophageal echocardiogram (tee) revealed a central jet with moderate regurgitation. Twelve hours post-operatively, the patient expired due to an aortic rupture. The physician did not feel the rupture was valve related, but was related to the patient's severe calcific cardiovascular disease.

Manufacturer narrative:
Evaluation results = device history review found the product met specifications when released for distribution. Conclusion = cause of event cannot be determined. Analysis: the valve was returned to medtronic and is currently undergoing analysis. Conclusion: review of the device history verified that this valve met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. A follow up report will be filed following completion of the analysis.